Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the down, up keypad buttons. The pump was received without a battery cap. The pump passed the displacement and self tests. No pump error 23s were noted during testing. First, the pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. Next an accu-chek guide link bg meter was used to connect to the pump. The pump connected successfully to the meter displaying ¿pairing successful¿ after doing so. Finally the pump was paired with an apple iphone. The pump was able to connect to it and displayed a ¿pairing successful¿ message. No unexpected connection anomalies were noted during any of the above 3 processes. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms the following communications related alerts/alarms around the event date: 780=lost sensor 1 occurred @ (B)(6) 2025 13:28:00; 781=lost sensor 2 occurred @ (B)(6) 2025 13:45:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that he/she was unable to pair pump and transmitter/bg meter/mobile phone plus pump error 23s all were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump no longer wants to pair with the transmitter, blood glucose meter, and mobile application. After restarting the pump, the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed but the issue was not resolved. The devices were listed in the manage/paired devices screen. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.